Event description:
During an implant attempt of the subject pacemaker, capture failure was reported after connection with the associated leads. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.